Event description:
Event description boston scientific crm received information that lead safety switch feature on this pacemaker had appeared on both leads. The model 4088 ventricular has increasing pacing thresholds and cannot measure an r wave as it always reports >3 mv. The atrial intrinsic measurements are very low at 0.4mv. The device is nearing ert as they have had to increase the ventricular output. The estimated remaining longevity through the device is 0.5 years. The caller would like a more accurate longevity remaining calculation if possible. Also, the pacemaker is on an advisory.